Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored several untreated episodes showing noise, noted in the remote monitoring system. The patient was seen in the clinic for troubleshooting. Manipulation of the device pocket reproduced noise in the secondary and alternate vectors, but not in the primary vector. X-rays were performed and no obvious lead issue was visualized. However, it did appear that the electrode terminal pin was not fully inserted into the device header. The device was reprogrammed to the primary vector and the physician will monitor the performance in the remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(6) captures the event of additional medical intervention, for the device reprogramming. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored several untreated episodes showing noise, noted in the remote monitoring system. The patient was seen in the clinic for troubleshooting. Manipulation of the device pocket reproduced noise in the secondary and alternate vectors, but not in the primary vector. X-rays were performed and no obvious lead issue was visualized. However, it did appear that the electrode terminal pin was not fully inserted into the device header. The device was reprogrammed to the primary vector and the physician will monitor the performance in the remote monitoring system. No adverse patient effects were reported. Additional information was received. The physician was planning a replacement procedure due to the noise observations and potential for the electrode integrity to be compromised. At this point, the physician was considering replacing the s-ICD system with a transvenous (tvicd) system. A procedure had been scheduled for the end of (B)(6), but this was postponed for early (B)(6), then was finally performed on (B)(6)2021. The s-ICD was deactivated with an explant planned for a later date and a single-chamber tvicd system was implanted. The s-ICD system was explanted on (B)(6). No additional adverse patient effects were reported due to the explant procedure. The explanted products were expected to be returned for laboratory analysis as it was suspected the electrode was fractured.